Event description:
The patient reported that the pen needles are defective. Unspecified defect. The pen needles are drawing blood and he never had the issue with the other tips he had from the (B)(6). They indicate they are the same size as what the md gave him, but they are different, and they hurt. Unknown if pt missed a dose, experienced adverse event or if product on hand for return. No further information, dates, or details reported. Dose/frequency/route of administration: use as directed with teriparatide. Product lot number is unknown. Indication: other osteoporosis without current pathological fracture.